Event description:
The patient reported seeking medical attention at the hospital on (B)(6) 2025, due to high blood glucose levels reaching up to 650 mg/dl, nausea, and freezing. She was diagnosed with high blood glucose and diabetic ketoacidosis (dka) and was treated with insulin injections and intravenous (IV). The visit lasted 24 hours, and she was discharged on (B)(6) 2025. The pod was removed at the ER after being applied for 8 hours. This was the second pod from the same batch causing issues, with the first one already reported and replaced without needing medical assistance. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s918usqs6dydb. Smartphone hardware: sm-s918u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.